Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-mar-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 02-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that about a month ago they started to feel a burning and itching sensation on their back at the implant site. Caller stated that the sensation feels internal like it's around the implant itself. Caller added that they can feel a little knot where the wire goes across the implant and aren't sure if a lead came loose or broke or what. Caller confirmed that the sensation is not related to recharging and occurs completely separate of the recharging paddle. Caller noted that they called mdt rep about a month ago and was told to call patient services. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When patient was asked the cause of the issue, patient reported their doctor said no, "put didn't broke." When asked what steps were taken to resolve the issue, patient reported they just redid charger levels. Patient reported the issue has not been resolved, they are trying different levels with device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they have turned the device off and are going to request it to be removed.